Manufacturer narrative:
Corrected: patient's estimated weight.

Manufacturer narrative:
A patient experiencing a recharge burden was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information reported patient's ipg flipped in the pocket site, causing patient difficulty with charging. Surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was unable to charge the ipg due to the device rolling. Surgical intervention may be pending to address the issue.